Manufacturer narrative:
Explant is scheduled for a future date. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient wants device removed due to recall. Patient reported left side capsular contracture baker grade iii, implant ¿had flipped¿. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation: visual analysis of the photograph a device appears to be intact, has red particles on the surface of the device and red colored biological tissue labeled left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional has confirmed the reported event of capsular contracture, baker grade iii. Device has been explanted.